Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. A lot history record review was completed for lots 3000306277, 3000304912, and 3000303854 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a

Event description:
The hospital reported that halfway through the endoscopic vein harvesting procedure the vasoview hemopro vh-3500 would not cauterize. The harvesting cautery tool was inserted the correct way. The cautery wires had become dislodged from the jaws not allowing the cautery to work. There was no resistance while inserting. The hemopro power supply during the procedure was set to 2.5. Procedure delay was less that 5 mins waiting for new kit to be opened, no issues with the vein. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.